Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The ra lead also exhibited low impedance and had insulation breach. The patient had no adverse consequences.